Event description:
Fire dept personnel attended to a person diagnosed in cardiac arrest. The device allegedly failed to turn on when the operator attempted to use it on the pt. An als crew subsequently arrived and diagnosed the pt as asystolic. CPR and drug therapy was administered. The pt was delivered to the hospital with a pulse and respiration. There were no adverse affects to the pt reported as a result of the alleged malfunction.